Event description:
It was reported that a small volume intermate leaked from an unspecified location. It was observed that the device was empty due to the leakage of an unspecified solution. The leak was observed after the compounding process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-04084. All information can be found under manufacturer report number 1416980-2024-04084. Should additional relevant information become available, a supplemental report will be submitted.